Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported low blood glucose (bg) episodes. The reporter indicated that the patient suffered 3 seizures since j(B)(6) 2012. On (B)(6) 2012, at 6:45 am, the patient reportedly suffered her first seizure while she was sleeping. During the event, the patient's bg level was tested and a result of '88 mg/dl' was obtained. The patient was treated with glucagon and her bg level responded. In the second event on (B)(6) 2012, the patient again was treated with glucagon and her bg tested at '65 mg/dl.' On (B)(6) 2012, the patient was reportedly eating a lot of crackers. At the time, the patient did not think her bg level was low. However, the patient reportedly fell down and hit her head on a desk. The reporter was with the patient at the time and treated her with glucagon again. The patient's bg reported rebounded to '65 mg/dl' with the treatment. The reporter claimed that the seizure episodes usually occurred a couple of hours after lunch. On an unspecified date/time during the time of concern, the patient tested negative for seizure disorder. The reporter did not have the pump with her at the time of contact with anm. Therefore, troubleshooting and review of the pump was not performed. Multiple attempts by anm to contact the reporter for follow-up information have been unsuccessful at this time. The patient claimed that the pump was losing about 5 minutes per week. The alleged issue was not resolved with troubleshooting. The patient was going to work with the internal sales department of anm to possibly get a replacement pump. She declined to get a loaner pump from anm. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered seizures suggestive of severe hypoglycemia. In each event, the reporter reportedly treated the patient with glucagon. However, at this time, itis unknown if the pump contributed to the patient¿s low bg episodes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.